Event description:
Drug/diluent: ropivacaine, 0.2%; fill volume: unk; flow rate: unk; procedure: rotar cuff repair; cathplace: interscalene. Pump primed slowly. When bolus button was pushed, before pt was discharged, it delivered the dose, popped back up, but didn't refill. They waited for an hour. Button could not be depressed again, either. No adverse event occurred.

Manufacturer narrative:
Method - one sample was received for eval and investigation. Results - the pump was set to a flow rate of 7ml/hr. The sample was subjected to a pca (bolus) functionality test. Conclusions - the results demonstrate that the sample performed within spec. The complaint was not confirmed. However, at this time. This product is under recall.